Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge successfully and received an accurate fill estimate display. Blood glucose was 371 mg/dl.